Event description:
Customer reports that patient underwent tram procedure for breast reconstruction and device became infected with staphylococcal spp. Patient required reoperation and antibiotic therapy.